Manufacturer narrative:
A response from the manufacturer is pending. Remains implanted.

Event description:
On (B) (6) 2009, the rv lead (cpi) was repositioned due to ventricular noise oversensing. On (B) (6) 2009, the patient was shocked during sexual activity and came into the clinic. The files showed ventricular oversensing and the device was programmed at that time to minimize oversensing during activity. The device remains implanted, a recommendation by the manufacturer has been requested. Note: ela was not informed of this event until february 15, 2010.

Manufacturer narrative:
A response from the manufacturer is pending. Since the device remains implanted, the files from the programmer were reviewed. The files confirmed noise oversensing, myopotential oversensing is the most probable hypothesis by the pattern of the noise signal recorded. The ventricular sensitivity was set to a higher value to minimize the ventricular oversensing during activity and help prevent inappropriate therapies. It is recommended to do careful checks during each follow-up to evaluate whether the incidence of the oversensing is increasing or not, which could be an indicator of a connector/lead issue. (B) (4) : remains implanted.

Event description:
On (B) (6) 2009, the rv lead (cpi) was repositioned due to ventricular noise oversensing. On (B) (6) 2009, the patient was shocked during sexual activity and came into the clinic. The files showed ventricular oversensing and the device was programmed at that time to minimize oversensing during activity. The device remains implanted, a recommendation by the manufacturer has been requested. Note: ela was not informed of this event until february 15, 2010.